Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after surgery the patient has experienced a post-operative astigmatism with 2.5 diopters. Additionally, patient also had her blurred vision due to the huge amount of residual astigmatism. The whole plan (biometry., etc.) Of the surgery has been done with a properly calibrated with company biometry. Although postoperatively the patient needs glasses in order to correct this residual astigmatism. Post operatively examination shown that no rotation and no decentration of the intraocular lens (iol) and there was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in b.5., h.3 and h.11. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and it states that the doctor, does not believe that company device may have the issue, because he was very happy with company device and its outcomes till now. He believes that, the issue came from the iol and it was not yet exchanged.